Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, just after implantation a scratch around the iol optic was found. The surgery itself was completed without product replacement. The sample still remains in the patient eye. Doctor has experienced the defect for the first time ever in its use. The incision size was 2.4mm. Additional information was received, there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated iol (intraocular lens) model. Received video shows iol implantation with company device. The ovd (ophthalmic viscosurgical device) fill is not recorded. The company nozzle comes in the picture with the lens already advanced to nozzle entry. The lens is then advanced from nozzle entry to the depth guard, the video is blurred during this advancement so iol condition during folding cannot be confirmed. As the iol progresses through the nozzle tip, the lens appears to be in the correct position for implantation, the plunger remains at the trailing optic edge/ haptic /optic junction through the advancement. As the iol is implanted and begins to unfold, a scratch is seen on the optic. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).